Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿ daughter reported via phone call that her father experienced hyperglycemia and hospitalized due to diabetic ketoacidosis. The customer blood glucose level was unknown. Customer stated that the reason why her father's blood glucose went high because the insulin pump had been suspended for 10 days. The customer was still hospitalized and currently off of the insulin pump temporarily. The insulin pump will not be returned for analysis.